Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2025 confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that preselect zones all unchecked -and the user could not issue. A technical support specialist remoted in and noticed that all of their preselect zones were unchecked. After checking them off, customer then able to successfully issue the medication. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, unable to issue medication and all of their preselect zones had been unchecked. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.